Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. With a replacement battery, the device tested normal. No high current drain sources were found throughout bench, stress, and automated testing. The battery was sent to the vendor for further analysis. No anomaly was found that would cause battery depletion. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. The device will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.